Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found for failed leak down test. Performed leak down test and pm, all passed. No errors seen during run in. Another tech confirmed no fault found. A root cause finding is not available as no failure was found. A review of the device history record showed the device had a manufacture date of 22oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device failed leak down test. There was no patient involvement.

Event description:
The customer reported the device failed leak down test. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found for failed leak down test. Performed leak down test and pm, all passed. No errors seen during run in. Another tech confirmed no fault found. A root cause finding is not available as no failure was found. A review of the device history record showed the device had a manufacture date of 22oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed leak down test. There was no patient involvement.